Event description:
During an atrial fibrillation procedure, an air leak was noted. Following pvi ablation, the ablation catheter was removed from the patient. At that moment, bubbles were noted on the sl0 sheath (they had formed when the catheter was removed, he thought about a ventury effect). The bubbles were aspirated from the sheath with a syringe and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.